Manufacturer narrative:
A patient experienced ineffective stimulation/ high impedances was reported to abbott. The device was not returned for analysis; however, diagnostics report was received and confirms multiple contacts with high impedances. Based on the information received, the cause of the high impedances could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation due to high impedances. Surgical intervention may be pending to address the issue.